Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message when loading new supplies onto the pump. Reportedly, the cartridge was filled with 480 units of insulin. The customer successfully completed the load process with a new cartridge. The customer reported an elevated blood glucose level of 248 (mg/dl) due to snacking and not doing much activity. To address the blood glucose level, the customer delivered a correction bolus. Recommendation was made to consult with health care provider regarding diabetes management.